Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead will be analyzed and this investigation will be updated.

Event description:
Boston scientific received information that during a replacement procedure of the associated device, this right atrial (ra) lead was severed. The lead was surgically abandoned and remains implanted. The severed portion will be returned for analysis. The lead was possibly severed by the physician. No adverse patient effects were reported.